Manufacturer narrative:
Concomitant medical products: 5076-52, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. It was also reported the patient's right atrial (ra) lead exhibited undersensing, diminished sensing, and high thresholds. It was found the ra lead had dislodged into the superior vena cava (svc), causing the diaphragmatic stimulation. The ra lead was explanted and replaced. It was also reported the patient's right ventricular (rv) lead exhibited undersensing. The rv lead was explanted and replaced. It was also reported the patient's left ventricular (lv) lead exhibited high thresholds. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.